Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0995 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that over one month after placement in this patient, the catheter was found leaking liquid from 1 cm above the insertion site during infusion in the patient. Upon inspection, the nurse found a breach and immediately removed the PICC catheter and implanted a new one.